Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and the event could have occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: ¿ltf-s190-5/10, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the deflectable videoscope had a b30 image error. There were no reports of patient harm.